Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. Both pendants were replaced. Additionally, the positioner cover and felt strip were replaced. The imaging system then passed the system checkout and was found to be fully functional. Both pendants were returned to the manufacturer but were under analysis at the time of filing. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that imaging system¿s pendant is damaged, and the pendant buttons are unresponsive. The site decided to use their other pendant for the time being. There was no patient present when this issue was observed.

Manufacturer narrative:
Device evaluation: analysis was completed for both of the pendants that were returned. Testing on the first pendant was unable to confirm the reported complaint of the pendant buttons being unresponsive. The pendant was installed on a test system, and it passed the functionality test, usability test, and visual inspection. The system booted and readied, images on the pendant displayed correctly, and all control buttons of the pendant functioned as expected. There was no problem found with this pendant. Testing on the second pendant was also unable to confirm the reported complaint of the pendant buttons being unresponsive. The pendant was installed on a test system, and it passed the functionality test and usability test. The system booted and readied, images on the pendant displayed correctly, 2d and 3d images were acquired successfully, and all control buttons of the pendant functioned as expected. However, visual inspection did confirm that the laminate was cracking and falling off around several of the pendant keys from use and wear. Analysis determined that this pendant had wear, but there was no functional problem found. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.